Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1712k was requested, and the customer's response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed self test. Unit was received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No keypad/button error alarms were present during testing. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No damage was noted to the keypad assembly or keypad traces during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, keypad overlay texture damage, missing display window cover, stained keypad overlay, and cracked keypad overlay. In conclusion, the customer¿s allegation of a keypad/button unresponsive error was not confirmed, as all buttons functioned properly during testing and no keypad/button alarms were present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.